Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: can you please clarify the event description you provided of "firing and keeping open not injecting vessel x 2." Did the device fire clips that were unformed? Or did the device fire malformed clips? Were those clips not holding on to the vessel as you stated (x2)? Please clarify what you meant by "not injecting vessel." Do you have the correct batch and/or lot number for the device?

Event description:
It was reported that at an unknown time for an unknown procedure, the device was not firing and kept opening not injecting vessel two times. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Batch # n91392. The analysis results found that the el5ml device was received with no damage in the external components. In addition, 1 unformed clip, 2 conforming clips and 4 malformed clips were received in a bag with the device. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.